Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that, the patient experienced an occlusion issue with their product. Occlusion troubleshooting's were performed, and the occlusion alarm did not recur, indicating that the blockage was in the tubing. No further information available.